Event description:
It was reported that the patient presented for routine generator change on (B)(6)2024. During the procedure it was observed that the right ventricular lead insulation was stripped near the device header. The lead was capped and replaced. The patient was stable.